Manufacturer narrative:
Our records indicate that this device remains implanted. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) will be explanted due to and infection and pocket erosion. It was noted that the header of the device is exposed and the patient is pacemaker dependent. Additional information was requested; however, no further information is currently available.